Event description:
It was reported that this pacemaker was part of a system revision due to pocket erosion and possible infection. Reportedly, the health care professional (hcp) called to ask for assistance in placing the device into magnetic resonance imaging (MRI) protection mode. However, the nurse was concerned of a possible infection as the pocket appeared to be red and was not closed. Also, the wound was not healing properly, and the steri-strips appeared to be the original and were partially intact. Hence, the hcp did not proceed with the MRI protection mode programming. There were no additional adverse patient effects reported. This pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.